Manufacturer narrative:
(B)(4). Batch # ni. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: did the device cut? Was the cut line and staple line equal in length? Or did a few staples deploy and then the device stopped and would not fire?

Event description:
It was reported that during an unknown procedure, the stapler was compressed on tissue. When surgeon tried to fire the firing trigger would not close plastic to plastic. He opened the jaws and only a few staples formed. They opened another stapler to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Batch # n5732k. The analysis results found that the ats45 device was received with no apparent damage and with no reload loaded on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information requested and the following was obtained: my understanding is that the device did cut and that the cut line and staple line were equal in length.